Event description:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP reports white particulate in the tubing of the device after using it. The patient states they cleaned the tubing, mask and water chamber then the particulate recurred the next day. The patient is using third party filters and is concerned about potential health impact of this particulate since this is a replacement device for their recalled device. The patient reports cleaning the device with hand wash, gentle soap and water. The patient is impacted by the loss of sleep, has chronic conditions and is recovering from surgeries. The loss of sleep is impacting the patient's overall wellness since they are under a lot of strain and is not able to use the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP reports white particulate in the tubing of the device after using it. The patient states they cleaned the tubing, mask and water chamber then the particulate recurred the next day. The patient is using third party filters and is concerned about potential health impact of this particulate since this is a replacement device for their recalled device. The patient reports cleaning the device with hand wash, gentle soap and water. The patient is impacted by the loss of sleep, has chronic conditions and is recovering from surgeries. The loss of sleep is impacting the patient's overall wellness since they are under a lot of strain and is not able to use the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report has been reassessed and determined to be non-reportable. If any additional information is received, a follow-up report will be filed.